Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted a test stylet stops inserting at 1 cm due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead was kinked at the distal end, and the stylet would not advance through the lead. The lead was never implanted and different lead was used instead. No patient complications have been reported as a result of this event.